Manufacturer narrative:
Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. Subsequent functional verification testing was completed without issues. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that a s5 system display became unresponsive during procedure. There was no report of patient injury.